Manufacturer narrative:
Unit received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or no delivery alarm/occlusion due to e52 alarm. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window.

Event description:
The customer reported via phone call that there were damaged and they shake the insulin pump. The customer¿s blood glucose level was 167 mg/dl. The customer stated that the insulin pump had no delivery alarm during basal. The insulin pump will be returned for analysis.